Event description:
A recall has been completed for the product and cause of the failure was determined to be the next treatment cycle used on the bolt.

Event description:
Distributor reported that physician broke clamp during retightening/manipulation of ex-fix frame. Physician replaced clamp without any affect to patient health. Event occurred approx. 5-7 days after initial installation.